Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) (B)(6) and associated outflow graft (lot no. Unknown) were not returned for evaluation. Review of the manufacturing records confirmed that the associated device met all requirements for release. Review of the outflow graft's device history record was not performed as the reported event and analysis associated with these devices are not related to a manufacturing or servicing issue and since the lot number is unknown. Log file analysis revealed a slight decrease in power consumption and estimated flows over the analyzed period; however, no alarms within the analyzed period. As a result, the reported low flow event was confirmed. Of note, the site reported the patient underwent lysis therapy. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation and available information, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, kinked outflow graft, outflow graft obstruction, and poor vad filling. Per the instructions for use, device thrombus and stroke are known potential complications associated with the implantation of a vad. There is no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d1: outflow graft d4: lot# h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. UDI information is unable to be obtained as the necessary information is unavailable and d4 UDI is therefore blank. Additional products: d1: heartware ventricular assist system ¿ outflow graft d4: model #: 1125 / catalog #: 1125 / expiration date: / lot #: the codes present in section h6 correspond to components/products that comprise the reported event.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was hospitalized for a suspected stroke and lower than usual ventricular assist device (vad) flows. The patient underwent an echocardiogram, transesophageal echocardiogram (tee), and computerized tomography (CT). A stroke was not confirmed, however a structure was observed in the vad outflow graft. Thrombus was suspected due to the patient's international normalized ratio (inr) and risk factors of taking antibiotics for a wound healing disorder and not being compliant with anticoagulation medication. The patient was administered lysis therapy, which was stopped after the patient experienced gastrointestinal and urinary tract bleeding. The patient received a transfusion. The vad and outflow graft remain in use.  No further patient complications have been reported as a result of this event.